Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that customer's blood glucose level was 400mg/dl at the time of incident. The notes do not mention if customer declined to complete trouble shooting. The insulin pump is being replaced and is expected to return for analysis. No further details are given.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Unit was received with intermittent esc/act button response due to flattened esc/act button dome switch. Keypad connector was fully locked. (B)(4).